Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited diapragmatic oversensing which resulted in pacing inhibition in this pacemaker dependent patient and an inappropriate shock to be delivered. No adverse patient effects were reported.